Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and still extremely difficult to press. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.